Event description:
It was reported that oversensing in rv pace/sense channel resulted in multiple inappropriate therapies. The pace/sense part of the connector was capped and a lead was added for pacing and sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of june 2023 and 5th of february 2024 recorded an initial stable pacing impedance of 400 ohms with an increase to >1,000 ohms from january 2024 until the end of recording period. Furthermore, a fluctuating shock impedance between 70 ohms to 90 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The provided x-ray images were analyzed. The lead showed little slack. No other peculiarities were noted. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.